Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.

Event description:
It was reported that patient presented pain when sitting, resistance. Radiolucency line all around the durom cup.